Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope has pressure issues in the disinfectant machine. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed a dark rubbery material which seems to not be from the device itself and that could not be removed was clogging the nozzle. This report is being submitted for the malfunction (foreign material) found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and it is unknown if there were any deviation from instruction for use (IFU). Additionally, the foreign material did not originate from the subject device. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device has pressure issues in the disinfection machines due to air/ water flow issues, caused by clogging of the nozzle of the insuflation channel by a solid black material. The material could not be removed. It would likely have been clogged during the cleaning/disinfection process. There was not detrimental deformation of the nozzle. Furthermore, the following additional issues were identified during inspection: the light guide is cracked, the biopsy channel is perforated, the objective lens is cracked, the universal cord is wrinkled, the water mouthpiece is loose, and the bending angulations are out of specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope has pressure issues in the disinfectant machine. There were no reports of patient harm.